Event description:
Caller states the pt tested 1.4 inr on the coaguchek s system and 1.9 inr on the coaguchek xs system during duplicate testing. No treatment info provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek s system.